Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes and rv lead impedance variation. The lead had pacing impedance out of range. The lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddpa2d1 ICD; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.